Event description:
Boston scientific received information that during the implant procedure for this right ventricular (rv) lead acceptable pacing threshold measurement were unable to be obtained. In an attempt to remove the lead, difficulty was experienced and the lead became stuck on the rv septum. The physician attempted to remove the lead for thirty minutes and was unsuccessful. The lead was surgically abandoned and left inside the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.